Event description:
It was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes are experiencing overfill. The following information was provided by the initial reporter: "customer reports tubes are overfilling for cat 363083 lots 1350273, 2056995".

Manufacturer narrative:
Investigation summary: material no. 363083. Batch no. 1350273, 2056995. No customer samples and no photos were returned by the customer in support of this complaint. Therefore, 10 production lot in-house retention tubes from the bd inventory of both lots were draw tested and overfill was not observed as all tubes were within specification limits. Bd was unable to confirm and/or duplicate the customer¿s indicated failure mode because no samples were returned to be tested and the defect was not observed in the retention testing. The device history records for both lots were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1350273. Medical device expiration date: 2022-09-30. Device manufacture date: 2021-12-16. Medical device lot #: 2056995. Medical device expiration date: 2022-11-30. Device manufacture date: 2022-02-25.